Event description:
It was reported during procedure the right ventricular lead had dislodged after being fixated. The physician suspected helix malfunction due to the helix being unable to retract and extend easily. The procedure was completed with a different lead and there were no patient consequences. The patient was stable before and after the procedure.

Manufacturer narrative:
The report event of helix failed to extend/retract was confirmed. Visual inspection found the helix to be fully retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted. The full helix extension was within specifications. The cause of the reported event was isolated to the helix being clogged with blood/tissue.